Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported the patient presented in clinic. Upon review, the patient's implantable cardioverter defibrillator (ICD) exhibited an alert for charge time out. The physician opted to explant and replace the device on (B)(6) 2021. The patient was stable.